Event description:
On 27-jul-2025, the user reported that when they woke up, they discovered the ilet screen was cracked and part of the touchscreen was unresponsive. Despite the damage, the ilet was still functioning at the time of the report. The user indicated they would be switching to backup therapy soon. Blood glucose (bg) was not affected during this event. A replacement ilet was initiated.